Event description:
Patient reported right side implant exchange with no complaint against the device. Later, healthcare professional reported "capsular contracture baker grade IV". The device was explanted.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events capsular contracture was received on may 11, 2026 with lot number 2874722. P ER the investigation procedure, the device is analyzed through visual inspection miroscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis deformation and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported right side implant exchange with no complaint against the device. Later, healthcare professional reported "capsular contracture baker grade IV". The device remains implanted. Explant surgery is not yet scheduled and the devices will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.